Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. A functional leak test identified a leak beneath the returned minicap. The transfer set was retested using an in lab minicap with a leak beneath the cap indicating damage on the female connector which was the cause of the leak. The reported condition was verified. The cause of the damage was undetermined; however, the observed markings / damage to the female connector and light blue main body indicates a tool was used. If the damage had been present during installation of the set, it is unlikely the set would have been used. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as when " the liquid is injected into the stomach, it leaks from the end of the infusion tube. The female connector has abnormal abrasion". This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.